Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, while inside the patient, the clip assembly "did not deploy properly". It is not currently known if this represents a failure of the clip assembly to release from delivery catheter scenario. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.